Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. The other ins was reported in MDR: 3004209178-2018-06795. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s contacts for their peripheral nervous system (pns) had out of range impedances on contacts 1, 3 and 7.8. It was reported that the patient¿s programming was fine. They stated that when they interrogated the system, it made them clear a por (power on reset). The patient stated they had not overdischarged and stated programming was fine and there was no need to change their programs. Programming was not changed as it was not needed. The patient was having a general replacement as one of their two inss were at eos (end of service) so they would have both generators replaced. The issue was resolved at the time of the report. No further complications were reported/anticipated.